Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported error, however, new errors were found in the programmer error logs. The hard drive was reimaged and software reloaded/updated to resolve issue. Analysis was not able to confirm the reported interrogation issue; the programmer was able to interrogate devices wireless and non-wireless. Analysis also found the lcd (liquid crystal display) had a white spot on the right side (lcd damaged). Power supply and system fan were noisy. (B)(4).

Event description:
It was reported that the programmer displayed an error and was unable to interrogate a device. The programmer was returned for repair. No patient complications have been reported as a result of this event.